Event description:
Initial complaint received by the manufacturer on 6/1/2009 reported that the fiber was fractured upon opening of the packaging. The damaged product was returned to the manufacturer for investigation on 6/29/2009 and at this time, it was noted that dried blood was on the fiber and sheath, indicating clinical use of the device. The manufacturer contacted the reporting facility for clarification of the event. An error was made by the reporting facility and the event reported should have been the physician found the fiber "difficult" to pull back during the procedure. In addition, at the end of the procedure the physician noted the fiber and sheath to be damaged. Investigation of the damaged devices showed the sheath and fiber to be burnt and broken. Due to the fact that the initial complaint gave no indication of clinical use, the manufacturer was not aware of a potentially adverse event until the damaged devices were available for investigation on 6/29/09. There was no patient harm or post-operation issues reported.